Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 45-48 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and delivered a larger bolus than needed. Additionally, the customer did not consume enough food for the intended amount of bolus delivery. Customer consumed orange juice or glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.